Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 111 mg/ld, 155 mg/dl. Tests were done 10 minutes apart with a difference of 29%. Patient did not experience any adverse events. No further information as been reported.